Event description:
Additional information received indicated that due to the lead explant procedure, the patient experienced hematoma and hypoxemia. The pocket hematoma was evacuated. The patient was placed on anticoagulation and discharged home with oxygen delivery through nose cannula.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited externalized conductors without evidence of electrical malfunction. Previously, lead noise due to electromagnetic interference at the workplace was identified. No action was taken for either complaint; the patient was doing well and will continue routine follow-ups.

Event description:
Additional information received indicated that the lead was partially extracted on (B)(6) 2017 and more of the lead on (B)(6) 2017.

Manufacturer narrative:
A partial lead was returned in multiple segments for analysis. Internal insulation abrasion was noted at 2.1-7.8cm from the distal cut end of silicone segment c. The conductor cables were not present at this location. Insulation degradation was noted at 2.8-3.7cm from the distal cut end of silicone segment c. Insulation degradation was noted at 1.1-3.3cm from the distal end of the svc shock coil.

Event description:
Additional information received indicated that the right ventricular lead was fractured during the extraction procedure. Flail tricuspid leaflet was noted along with tricuspid regurgitation. Pulmonary embolism was also observed due to migrated fragments of the right ventricular lead.